Manufacturer narrative:
(B)(4). The onset of peritonitis was an unknown date in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for an "unknown stomach virus" manifested by diarrhea and vomiting and discharged the same day. Seven days later, the patient was readmitted to the hospital ¿for about 8 days¿ for worsening of symptoms. The patient was diagnosed with peritonitis on an unknown date. The cause of the peritonitis was unknown. On an unreported date the patient was treated with unknown antibiotics ¿in her bag¿, intraperitoneally (dose and frequency not reported). On an unknown date, the patient was discharged. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.